Event description:
It was reported that when the physician was "re-styleting" using the stiff curve stylet, the blue tip on the stylet "popped" off. The procedure was not prolonged because of the stylet problem, and there were no adverse events to the pt. It was found that the proximal (handle) end of the stylet wire was out of specification on several critical dimensions that ensure friction fit of the stylets inside the handle.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.